Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of the complaint history could not be performed due to missing reference and lot numbers. The reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spike broke on the patella drill guide during the sterile process. It was noticed during setup for a total knee replacement case. No patient involvement. A drill guide from another tray was used to complete the surgery. Attempts have been made and no further information has been provided.